Event description:
Balloon tip of fogarty catheter left in bovine graft during declot of left upper arm. It broke off into graft and unable to find. Surgeon stated that patient going to ir [interventional radiology] after case and they can remove it.